Manufacturer narrative:
This report is for an unk - screws: locking: trauma /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent removal of hardware of the right tibia due to nonunion and possible infection. The 16-hole plate was removed with no difficulties. Four (4) of the 2.7 mm variable angle (va) locking screws in the distal end of the plate were broken. These were trephined out and removed using conical extraction device from screw removal set. All hardware was removed successfully. The hardware consisted of one (1) 16-hole variable angle (va) locking compression plate (lcp) medial distal tibia plate, four (4) 2.7mm variable angle (va) locking screws, one (1) 3.5mm cortex screws, two (2) zimmer cannulated screws. Patient status was unknown. This is report 04 of 05 of (B)(4).